Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with plunger head contamination. Event history log review was performed and found force sensor test error in history. Visual inspection and start-up process were performed. According to the investigation, the customer?s reported problem was confirmed. The investigation reported that the pump plunger head had contamination which caused the reported problem. This was caused by fluid ingression due to user interface. The investigation replaced all parts of the plunger head, replaced cracked bottom case, cleaned, greased and calibrated the device, and performed power up process, and occlusion test and all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. There was no reported adverse event.